Manufacturer narrative:
H.6. Investigation: bd has been provided with a photo for catalog 309050, lot 1906108 to investigate for this record. Visual examination of the photo shows a leakage through a plunger rod in two of the samples. As a result, bd was able to verify the reported issue. Bd concludes that the cause of the problem could was produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. DHR showed no indication of the alleged defect. H3 other text : see h.10.

Event description:
It was reported that leakage occurred with a syringe s2 5ml. The following information was provided by the initial reporter, "I would like to report a plunger leak in two-part syringes with a capacity of 5ml. The collected fluid leaks through the plunger and leaks out."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a syringe s2 5ml. The following information was provided by the initial reporter, "I would like to report a plunger leak in two-part syringes with a capacity of 5ml. The collected fluid leaks through the plunger and leaks out."